Event description:
It was reported the pt had to press on the increase amplitude button on the programmer several times before the amplitude would increase. A replacement device was sent to the pt. Follow up identified the pt had received the replacement device, and was scheduled for programming of the device.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form on opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.